Event description:
It was reported that the pacing threshold increased and sensing decreased after implant. The sense/pace portion of the lead was capped and replaced in 2007. The defibrillation portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.